Event description:
It was reported that during a shoulder rotator cuff repair, the anchor broke. Pieces were removed from the patient with a arthroscopic grasper. There was loss of tissue and no additional hole was made to complete the procedure. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. Looking to the returned parts there was a relationship found between the returned device and the reported incident. Visual inspection of the instrument show no manufacturing abnormalities. The implant was detached and the device was returned with the implant parts in a plastic bag. No suture was returned with the instrument. The returned multifix s-ultra 5.5 knotless anchor is a single used device and cannot be functional tested. The complaint was verified but the root cause could not be determined with certainty. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder rotator cuff repair, the anchor broke. Pieces were removed from the patient with a arthroscopic grasper. There was no loss of tissue and no additional hole was made to complete the procedure. A backup device was available to complete the procedure with no significant delay and no patient injuries.